Event description:
An eyecare practitioner has reported that a pt experienced a red left eye for the previous 48 hours. Pt was wearing focus night & day lenses. Upon exam, pt had 2+ blepharitis, with 3+ injection. Anterior chamber reaction of 2+ cells and no flare. Diagnosis of iridocyclitis given and treated with pred forte four times a day. Ocuflox four times a day, tapering off over time. Resolved as of 2003 and contact lens wear resumed with no loss of visual acuity. No further info is available.